Event description:
Additional information received indicates the patient was experiencing ineffective therapy.

Event description:
It was reported that the patient underwent surgical intervention wherein the lead was repositioned and re-anchored for an unknown reason.

Manufacturer narrative:
E1- initial reported phone number: (B)(6). The date of event is estimated.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.